Event description:
Two topics one had breast implants put in (B)(6) became extremely ill from the implants. I literally became disabled from my illnesses. My numerous illnesses due to the toxicity of the implants nearly killed me. Second I went from dr to dr looking for answers for 20 years. I have been extremely ill. All they did was medicate me, put me on opiates, benzodiazepines, and ssri's. These medications are too extremely dangerous; they just added fuel to the fire. "The underlying causation for 20 years being breast implant illness due to toxicity". "Hello women are dying". I just recently found out what is really causing all my illnesses. "Breast implant illness". They need to be taken off the market. Not one doctor figured it out, "I did". It is all about money what a sick society we live in where money is more important than "human life". I am having my implants taken out asap, the problem is it will cost nearly (B)(6) which I do not have. Help us all we are really really sick from these silicone death bags, also opiates, benzodiazepines are literally killing people every day! Too many to list the most debilitating with diagnosis atypical connective tissue disease, epstein barr, lyme disease, arthralgia, myalgia. Neurological symptoms illness became so severe I became disabled in 2003, cannot get out of bed I am so ill, legally disabled by federal judge in 2008. I feel like I am slowly dying. Heavy metal and silicone toxicity due to breast implants.